Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was over 400 mg/dl for weeks and she was not eating. She was brittle and may have hormonal, illness, and anxiety issues. The customer was vomiting and her blood glucose level would only go down to around 200 mg/dl. The other night her blood glucose level dropped to 42 mg/dl. She was not able to get her blood glucose level up with fruit snacks and juice. Therefore, she took off the insulin pump but her blood glucose level went up to around 400 mg/dl. She had a basal of 190 percent and a 5 unit bolus to treat for a blood glucose level of over 500 mg/dl. Her blood glucose level then dropped to 55 mg/dl. The device was not returned.